Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that for the tip broke during the procedure. The piece was retrieved.

Event description:
It was reported that for the tip broke during the procedure. The piece was retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: cannula broke off. Probable root cause: application: excessive force. Poor visualization through arthroscope. The reported failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.